Event description:
Additional information received reported that the cause of the event was lead migration and malfunction of the implantable neurostimulator (ins). A surgical intervention occurred and a replacement of the ins and right electrode lead took place on (B)(6)-2011. Symptoms associated with the event included abnormal sensations and loss of pain control. The patient required hospitalization due to the event and there was no injury.

Event description:
It was reported that when stimulation was turned on, stimulation was in the wrong location. An x-ray was done and this x-ray indicated that the lead had moved. There also was no stimulation sensation. No accident or incident related to this event. The pt was prepped for revision to resolve the reported issue. Add¿l info received reported that impedance measurements of >20000 ohms were reported. All other electrodes had reading of >40000 ohms. The lead may have been nicked when the lead was implanted all but contact 10 was working. Two snaplid and two leads were used and the lead read fine in the snaplid. The lead configuration was tried which still showed open even though they did not touch the first lead. They were still getting high electrode impedances but getting good group impedances with bipole pairs with good current. There were intra-operative exhaustive impedances >3600 ohms. It was recommended to set up a program with amplitude to 3v, 90 microseconds, 100 hz, and running group impedance. Current was less than 0.065 ma. It was recommended to run an exhaustive test. Add¿l info received reported that the revision surgery that took place was to reposition the leads. During the surgery, the impedances were checked and were opened. The battery ended up being replaced. Pt outcome was unk.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that the doctor missed putting the diodes into their cervical area by 6 inches. Instead of going up along the cervical vertebrae they were down from the shoulder down the center of the back. The patient had to go in 2 months after implant in (B)(6) and do it all over again so they could get the diodes in the right place. In the 2 months between the implant and the revision surgery the patient was on a tremendous amount of medication and it took them months of rehab before they realized the diodes were in the wrong spot.